Event description:
It was reported that a total of 19 patients (six males and 13 females) underwent a balloon kyphoplasty procedure (bkp). According to the report, bkp was performed on 5 vertebrae in the subacute phase within a relatively short time after an unspecified injury and additionally performed on 17 vertebrae to address pseudarthrosis. It was reported that one patient experienced "cement leak into a disk" but migration into the spinal canal and nerve root injury were not observed. It is unknown if the event was detected intra-operatively or post-operatively. No patient complications were reported. The type of cement used was not mentioned in the literature.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if a medtronic device contributed to the reported event, we are filing this MDR for notification purposes.